Event description:
Customer alleges pump failing again by drifting down. No injury alleged.

Event description:
Customer alleges pump failing again by drifting down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9099p pump for (B)(4) lift, serial number/date code (B)(4) is for the pump and is approximately 2 months old. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). Sample analysis: the serial number on the 9099p hydraulic pump assembly returned for evaluation was confirmed to be (B)(4). Visual inspection: the lift pump was received and unpacked. The lift pump piston rod had evidence of hydraulic fluid. The lift pump ram had evidence of hydraulic fluid. Functional inspection: the lift 'pump' control lever was engaged then raised and lowered 10 times. The pump control lever was difficult to operate. Under pressure the pump ram would not stay extended. Model 9099p pump hydraulic assembly for rhl450-1 lift. Of note: in review of this incident new information had been received on the sample and should have been filed however, the follow up report is now being filed.